Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that after opening a packet of item no. 3090043, lot 124221, expiry date 27/05/2029, it is quite evident that the thread mounted on the needle is not diameter 0 but appears to be much smaller. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 30 closed samples corresponding to a usp 0 75cm hr26 but the product inside corresponds to a usp 4/0 attached to a ds19 needle. All closed samples are evidently a lower usp. Diameter result on the closed samples received is 0.184 mm in average and does not fulfil ep requirements for this size and thread: 0.350 mm<xave<0.399 mm. Production records have been reviewed and both products were manufactured at the same time. We assume that the cartons that identify the sutures, that are attached on the plastic supports where the sutures are wounded, were mixed between these two products (usp 0 hr26 and usp 4/0 ds19). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a mix-up of the cartons that identify the sutures during manufacturing process of these two products at the same time. Final conclusion: taking into account that the results of the closed samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. A non-conformity report was opened to manage the final investigation and corresponding actions.